Event description:
It was reported a revision of the ceramic insert and ballhead due to a breakage of the insert. Breakage confirmed intraoperative. Patient complaint of crushing noises for about 2-3 years, increasing in the last 1-2 years.

Manufacturer narrative:
Additional information was assessed and product catalog number was determined. Product with catalog number 75007454, ceramic ceramic insert standard 44/36 is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.